Manufacturer narrative:
Testing and investigation found device touchscreen was responded, however, the keys were not aligned. During a review of the device history, button ID: invalid and touchscreen: fail, errors were noted. The probable cause was due to contamination found on the bottom of the touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working the device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was available for clinical use. During testing at the user facility, the device touchscreen did not respond. No add'l info was provided.